Manufacturer narrative:
(B)(4). The device was not returned however a photograph was received and evaluated. Visual inspection was performed on the photograph and verified the crack on the minicap and the iodine leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified and the cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cracked minicap was found. The patient noticed a crack on the minicap after it was connected to the transfer set and was leaking. There was no patient injury or medical intervention associated with this event. No additional information is available.